Event description:
It was reported the patient is deceased. It was also reported the patient had a "heart attack, received a shock, and the device continued to shock which led to the death." This occurred three or four years ago. No other information is known or available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.